Manufacturer narrative:
Visual examination of the provided picture identified a fractured post of an articular surface. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ambulating with a cane; left knee tka revision due to instability, pain and cortisone injection into right knee; post fractured, other component were well-fixed; debris noted and cleaned out. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient was revised due to 14mm poly w/ post shearing off. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b4; b5; b7; d1; d4; d6a; g3; g6; h1; h2; h4; h6 d4: expiration date unknown h4: manufacturing date unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 2 years post implantation due to implant fracture of the post. Subsequently, the patient underwent an additional poly revision approximately 11 years post implantation due to the poly post shearing off.